Event description:
Low blood glucose values (hypoglycaemia) either too little insulin or too much was delivered [incorrect dose administered]. The mechanics of the pen doesn't function correctly [device malfunction]. Case description: this serious spontaneous case from (B)(6) was reported by a pharmacist as "low blood glucose values (hypoglycaemia)" with an unspecified onset date, "the mechanics of the pen doesn't function correctly" and "either too little insulin or too much was delivered" with an unspecified onset date, and concerned a (B)(6) male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus". Patient's height, weight and body mass index: not reported. Medical history includes type 1 diabetes mellitus (duration not reported). The mechanics of the pen doesn't function correctly, either too little insulin, or too much was delivered. Once the pen injected the complete content of the cartridge, so he had a low blood glucose values (hypoglycaemia) and had to go to the hospital during use of novopen 4. Action taken to novopen 4 was not reported. The overall outcome for the events was not reported.